Event description:
On (B)(6)-2009: rep reports a (B)(6) company called on behalf of a pt that is past due for a refill. An outgoing call was made. (B)(4) asked if pt was having any withdrawal symptoms? Pt stated she has increased rigidly in her legs.